Event description:
It was reported that the user experienced an alert 38 motor stall during a supply change, was unable to proceed, and continued to receive the error after restarting the ilet; a dry run succeeded, and a subsequent attempt with a new supply set completed successfully, with the reported lot number 6012870; a replacement belt clip was also requested due to loss. Symptoms included no reported clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer support troubleshooting, device restart, a dry run, and reattempt with a new supply set. Investigation of this case revealed that the consecutive motor stall resolved after replacing the supply set, indicating a supply set or consumable-related obstruction rather than an internal pump motor failure. It was concluded, based on previously established findings for similar reports, that the cause was user or use-related factors associated with the supply set rather than a device malfunction.